Event description:
Device shutdown [device issue]; lack of use of inoblender [device misuse]; oxygen desaturation to 88% [oxygen saturation decreased]; pt became hemodynamically unstable [hemodynamic instability] ([central venous pressure increased], [venous oxygen saturation decreased]). Case description: this initial spontaneous report was received on (B)(4) 2013 from a respiratory therapy (rt) supervisor in the united states regarding an adult who experienced oxygen saturation decreased and hemodynamic instability after inomax dsir device (B)(4) shut down following the emptying of the water trap. Add'l info obtained on (B)(4) 2013 from the evening rt supervisor is included in this report. Relevant medical history includes: adult female with a recent right ventricular myocardial infarction resulting in hospitalization. Pt is in the intensive care unit intubated and on the intra-aortic balloon pump (iabp). Concomitant medications were not provided. The pt was sedated and being ventilated on the puritan bennett 840, assist control mode, tidal volume 600 ml, minute ventilations 5.8, respiratory rate 10-12 breaths per minute, fractional inspired oxygen concentration (fio2) 40%. The pt was started on an off label use of inomax on (B)(6) 2013 at 45 parts per million via inomax dsir ((B)(4)) to "improve her hemodynamics". According to the rt supervisor, the pt's pulmonary and cardiovascular state stabilized once inomax was started. On (B)(6) 2013, the bedside respiratory therapist (rt) reported that the inomax dsir (B)(4) "cut off" (unclear what alarm was present) when the water trap was emptied and the pt experienced a desaturation to 88% (baseline spo2 not provided). The rt supervisor reported that it took the bedside rt 4-5 minutes to reboot the dsir, during which time the rt did not manually ventilate the pt with the inoblender. The rt supervisor reported that during the reboot, "the pt became hemodynamically unstable with an increase in central venous pressure (cvp) to 16 mmhg (baseline 12 mmhg) and mixed venous oxygen saturation (svo2) decrease to 59% (baseline 70%). The pt started to breathe on her own, cvp went up to 18-20 mmhg, and svo2 was 62%. The rt supervisor stated the pt was sedated with fentanyl and it took between 45 minutes to 1 hour for the pt to return to a stable state. During the follow up phone calls, the rt supervisor also reported that on (B)(6) 2013, while on inomax at 45 ppm, the pt's methemoglobin level went to 1.8% (baseline not provided). Inomax dose was decreased to 40 ppm (date nos) and the methemoglobin level came down to 1.4%. On (B)(6) 2013, while again on 45 ppm, the pt's methemoglobin level was 1.5%. Later that day, they began weaning the pt from the inomax and on the evening of (B)(6) 2013, methemoglobin level was 1.3%. The pt had no further methemoglobin issues through the remainder of therapy. Inomax was permanently discontinued on (B)(6) 2013 at 14:40 and the pt remains in stable condition. Although the device was working properly after the reboot, the rt reported that a decision was made to switch out the device on (B)(6) 2013 and return inomax dsir (B)(4) to (B)(4) for inspection and service. The rt supervisor considers the event of oxygen desaturation to 88% as serious and possibly related to the device "cutting out" during removal of water from the device's line; the supervisor also considers hemodynamic instability as a serious event related to the reboot and not using the inoblender, resulting in abrupt discontinuation of inomax. The rt supervisor did not comment on the seriousness of the increased methemoglobin levels.

Manufacturer narrative:
On (B)(4) 2013, a respiratory therapist reported that inomax dsir (B)(4) shut down while in use on a pt ((B)(6)). Eval summary: the device was returned to the MFR for service investigation. Examination of the service log confirmed the occurrence of a deliver failure due to monitored no > 100 ppm at the time of the failure in the customer report. On further investigation, the no sensor was found to exhibit a slow response speed, the monitored no readings were not linear with the set no dose and the monitored no reading did not return to zero when the dose was set to 0 ppm. These observations indicate a failure of the no sensor calibration. The no sensor was replaced and successfully calibrated and the system was then retested and met all specs. The root cause for the incident was a no sensor that was operating outside specs. This condition will be tracked and trended under (B)(4)'s quality system. It should be noted that at the time of the delivery failure of the inomax dsir,the rt did not initiate use of the inoblender backup device as indicated in the device labeling. This backup device is intended to help prevent this type of incident in the event of failure of the primary deliver device.